Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device cannot be determined. The label states: prime to clear air before use. Precautions: in peripheral administration, filter should be secured at venipuncture site. When this is not possible, the filter should be positioned below the pt's midaxillary line to maintain a full liquid level in the filter housing. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. The filter tubing set was connected to the primary symbiq tubing set and was being used to deliver an unspecified concentration of levophed. The location of the filter was not specified. At an unspecified time, the nurses were attempting to titrate the levophed to achieve systolic blood pressure of "about 100." During the titration the pt's systolic blood pressure fluctuated between 50 mmhg to 200 mmhg. The filter tubing set was removed from use and the systolic blood pressure stabilized. The customer contact reported that incomplete priming of the filter may have left an air pocket in the tubing set. The customer contact stated that the priming technique of the tubing sets was reviewed with the nurses. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.